Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing her olympus elite autoclavable telescope, it was discovered that the unit had a damaged eye piece component. This event had no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e2 and e3. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (8) years since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer reportable malfunction could not be reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "broken eyepiece " malfunctions would likely be related to excessive use. Olympus will continue to monitor field performance for this device.